Manufacturer narrative:
The pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 290 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.